Event description:
The customer contacted physio-control to report that their device had a service wrench present on the display and would not power on when prompted. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control recommended that the customer purchase a replacement battery and have the device evaluated by a qualified service representative. It was later confirmed by the customer that after many times of removing and reinstalling the original battery that the device powered on when prompted and now states ok on the display. The customer did purchase a replacement battery but does not plan on installing it in the device until necessary. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.